Event description:
The customer reported elevated troponin I (access accutni) results, within the risk stratification and above the normal reference range, for multiple patients, on separate days, involving the access 2 immunoassay system. Subsequent analysis of the patients' samples, on an alternate access 2 system, recovered lower results within the normal reference range and within the risk stratification. The customer stated two of the erroneous reports were released out of the laboratory and amended reports were issued. There was no report of patient injury or change in patient treatment associated with this event. The customer repeated all patient samples in question back to the last acceptable quality control (qc). All levels of qc were performing within the laboratory's established ranges at the time of the event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report one of two.

Manufacturer narrative:
The field service engineer (fse) replaced the vacuum pump due to leaking and not maintaining pressure when the unit was turned off. The fse performed a minor preventative maintenance (pm-c) and replaced the incubator pulley, incubator belt, mixer pulleys, and pinch rollers. System verification testing (high sensitivity system check, system check, precision testing, and qc) was performed and within the assay and system specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. This medwatch report is related to MDR 2122870-2013-00109.